Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The returned device was found fractured approximately a third of the length down the rod. Apart from the fracture, there are no signs of any visual defects. There is some superficial wear of the anodizing in some locations, most likely from insertion and removal. Review of the imaging provided show this was a single-level unilateral construct. It is possible large forces exerted on the rod after implantatlon due to patient activity, trauma, and/or non-fusion may have contributed to the reported issue. However, the exact cause of the fracture cannot be determined. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.

Event description:
It was reported that a rod broke approximately nine months post-operatively.